Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. This product was explanted and replaced. No additional adverse patient effects were reported.